Event description:
It was reported that a patient experienced pain after a prodisc-lumbar (prodisc-l) arthroplasty surgery. The patient was implanted with the prodisc-l on (B)(6) 2014. During the surgery, the posterior region of bone needed for the interior endplate of l5 was removed to prepare space for the implant. The poly inlay was skiving and slipping head side. The inlay was finally seated after the 3 attempts by the surgeon. The patient returned to the surgeon on (B)(6) 2014 for follow up and reported a sudden severe onset of pain. After the patients visit to the surgeon on (B)(6) 2014, the patient had very good to excellent placement of the pdl device. The source of pain experienced by the patient is undetermined. No further information was provided. This is 1 of 3 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). A review of the device history records did not show any non-conformities. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.